Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose. Customer¿s blood glucose at the time of incident was 588 mg/dl. Patient's current blood glucose: 487 mg/dl. Customer reported that pump was not delivery any insulin. Customer reported that there are no air bubbles and no leaks in tubing or in reservoir. The customer experienced symptoms such as nausea. The customer was treated with manual injection. Customer had advised that the symptoms they have expressed may be indicative of the possible onset of diabetic ketoacidosis. Customer have contacted their healthcare professional regarding the high blood glucose level. Customer did not perform an high pressure test . Customer had 3 low's and woke up and it was high this morning. The insulin pump will not be returned for analysis.